Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. During aspiration, while inserting the catheter, air bubbles were noted. The device was replaced, and procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any abnormalities linked to a potential contribution to the allegation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. During aspiration, while inserting the farawave catheter, air bubbles were noted in the syringe. No air was seen in the patient. The device was replaced, and procedure was completed without patient complications. The device is expected to be returned.